Event description:
After 2+ months of implantation, this pacemaker was explanted because of an infection. Reportedly, pocket erosion was seen after approximately 2-3 weeks of implantation. The erosion was repaired with a flap by the surgeon at that time.

Manufacturer narrative:
The analysis on this device is pending.